Event description:
Customer reported that holter monitor electrodes and wires were secured to her husband's skin with 1530-2 micropore tape. Customer alleged her husband experienced itching and welts 4-5 hours later and calamine lotion was applied to the skin. Six hours after application of the product, husband's tongue was reportedly tingling and swollen. Two doses of benadryl, 25 mg, were reportedly taken fifteen minutes apart. He started to feel swelling in his throat and 911 was called. He did not experience any difficulty with breathing. Forty-five minutes later, he reportedly had the tape removed by the paramedics, was treated with epinephrine and prednisone and the swelling started to diminish. No welts were noted under the electrodes. Patient was discharged from the hospital 2 ½ hours later and reportedly took prednisone and claritin for two days. Skin reaction reportedly resolved within 48 hours.